Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no images were provided. The supplied medical records do not contain enough information to determine a possible root cause of the event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus, dyslipidemia and coronary artery disease (cad). Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that a 69-year-old patient with a 3300tfx25mm valve model implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and seven (7) months due to degeneration leading to stenosis. The patient presented with chest pain six months before procedure. A 26mm transcatheter heart valve was successfully implanted within the surgical device using the transfemoral approach with good result. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.